Event description:
Event description guidant received information that, during the implant of this left ventricular lead, a left pneumothorax occurred. The chest cavity was nicked during the incision to obtain a vein. A chest tube was inserted under fluoroscopy. The pneumothorax resolved the next day based on a chest x-ray. Also, the lead was causing extracardiac stimulation (muscle stimulation).